Event description:
It was reported that pump generated repeated cartridge alarms, including cartridge alarm 20, and that alarms occurred with consecutive cartridges even though issue did not happen during load process. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, issue was confirmed, and pump replacement was arranged.